Event description:
It was reported that noise oversensing, with pacing inhibition greater than 2 seconds, was observed on this right ventricular (rv) lead. The patient fell, on three different occasions, comparing the events to seizure-like activity. The rv lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.